Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced transient elevations in pump powers over the last several months. There was reportedly no other evidence of thrombosis. Ramp echocardiograms were unremarkable and the patient's lactate dehydrogenase (ldh) levels and urine remained unchanged. The patient's inr remained therapeutic. It was reported that the patient was becoming increasingly symptomatic. Review of the submitted system controller log file by the manufacturer's technical service representative revealed an increase in pump power and a decrease in average pulsatility index values over time. As of (B)(6) 2016, the patient's status remained unchanged as it had for several months. The patient underwent right and left catheterizations while inpatient and received unspecified stents. The patient remained short of breath despite a normal cardiac index. It was suspected that the patient had pulmonary issues and a work-up as an outpatient was planned. A cause for the elevated pump powers was reportedly never determined.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported elevations in pump power; however, a specific cause for the elevations could not be determined through the log file evaluation. Despite the increase in pump power, pump function was not affected. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.